Manufacturer narrative:
The reported complaint of "autopulse platform (sn (B)(4) was found to be not functioning" was not confirmed during the functional test or archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date. The autopulse platform passed the initial functional test without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Date of event is unknown.

Event description:
As reported, the autopulse platform (sn (B)(4) was found to be not functioning. No additional information was provided. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.